Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink, an unspecified scan error message and missing high/low alarm issues were encountered with the abbott diabetes care (adc) device. As a result, the customer experienced a loss of consciousness and was unable to self-treat requiring third-party medical treatment however, treatment details were not provided. No further information is available. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported while using the freestyle librelink, an unspecified scan error message and missing high/low alarm issues were encountered with the abbott diabetes care (adc) device. As a result, the customer experienced a loss of consciousness and was unable to self-treat requiring third-party medical treatment however, treatment details were not provided. No further information is available. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to include the extended investigation results.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application samsung fe 21 phone with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung fe 21 phone with android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat requiring third-party medical treatment however, treatment details were not provided. No further information is available. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.